Manufacturer narrative:
Device evaluation: the zso-7-12 device of lot number c1663253 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 march 2020. On evaluation of the device it was observed that no straightener was returned with the stent and damage was observed on the stent approximately 4.2 cm from the non-tapered end of the stent. Kinks were observed on the 03rd, 04th and 05th portholes on the tapered end of the stent and on the 04th and 05th portholes on the non-tapered end of the stent. A 0.035¿ wire guide could not pass the kinks. Document review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-12 of lot number c1663253 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1663253. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it should also be noted that the product label instructs the user that a 0.035¿ wire guide should be used with the stent. There is evidence to suggest the user did not follow the product label. Image review ¿ n/a. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Additional information requested after the lab evaluation confirmed that forceps were used to remove the stent after the user observed the kink. It is likely that this resulted in the damage observed 4.2 cm from the non-tapered end of the stent. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain biliary duct. But the stent pigtail part bent and punked when the wire guide through out the inner hole of the stent.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain biliary duct. But the stent pigtail part bent and punked when the wire guide through out the inner hole of the stent.